Manufacturer narrative:
The device history record for the lot reported was reviewed and no issues were observed. Doctor indicated there were no plans to explant the valve and thus, it can not be evaluated. Doctor indicated iop stabilized. The IFU was reviewed and it includes hypotony as a known complication of aqueous shunts and general intraocular surgery, including shallow chamber.

Event description:
Grade 3 chamber, low iop pod1. Filled with visco/healon x2 on pod1 + pod2. Iop then stabilized.